Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 37 mg/dl, which caused the insulin pump to suspend. The customer also reported a low of 53 mg/dl. The customer's current blood glucose was 76 mg/dl. The customer treated their low with juice. The customer declined to troubleshoot for their low. Troubleshooting did not occur for the insulin pump. The insulin pump will not be returned for analysis.